Event description:
We were informed that during a posterior vitrectomy the screen of the eva system was unavailable. The plug was checked to confirm that it hadn't come out of the socket. The eva was rebooted and encountered a pump error after start-up. After a second reboot and reloading of the cartridge the pump error was not solved. The machine was switched off and on a third time, this time it was possible to prime the system and the procedure could continue without further interruptions. The surgeon suspected potential harm, due to cataract fragments that were pushed back into the eye dropping down on the retina when the system switched off. As a result, prophylactic anti-biotics that were given to the patient because the surgeon was concerned about the cataract fragments which could potentially cause an infection.

Manufacturer narrative:
With regards to this complaint logfiles were provided for analysis. Analyses of the logfiles did not reveal any anomalies. However the sequence of events related to restarting of the eva surgical system, including the pump warning message as indicated in the reported event, is confirmed. The logfiles indicate that during vitrectomy mode the procedure is discontinued by the user though confirmation on the touch screen. Indicating that the screen was functional. Furthermore, no repeated issues were reported after reboot of the system during the related surgery or any other surgeries that day. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Also no repeat failures have been reported. Since malfunction is excluded (i.e. No error messages were identified and no repeated issues encountered), it is most likely that the reported event can be attributed to an unintended use error, where the surgery was discontinued by accident. Review of the complaint database indicated that the system is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The log files from the machine are being provided for investigation.

Event description:
We were informed that during a posterior vitrectomy the screen of the eva system was unavailable. The plug was checked to confirm that it hadn't come out of the socket. The eva was rebooted and encountered a pump error after start-up. After a second reboot and reloading of the cartridge the pump error was not solved. The machine was switched off and on a third time, this time it was possible to prime the system and the procedure could continue without further interruptions. The surgeon suspected potential harm, due to cataract fragments that were pushed back into the eye dropping down on the retina when the system switched off. As a result, prophylactic anti-biotics that were given to the patient because the surgeon was concerned about the cataract fragments which could potentially cause an infection.